Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing, noise, an impedance spike, and high and variable impedance were noted on the right atrial (ra) lead on electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.